Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the circuit melted on the inspiratory limb near the middle of the circuit. The alleged incident was discovered by an on duty clinician. No patient injury reported.